Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope had occasional error connecting endo eye to processor error 218, error 227. The issue had occurred inspection for use. There was no report of patient harm.